Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. According to the patient, on approximately on (B)(6) 2025, the patient developed redness, inflammation, and an infection at the needle puncture site. On an unspecified date, the patient consulted a health care provider at his work clinic who performed a skin assessment, incision and drainage (I&d), and bacteria wound culture sample. The test came back positive for methicillin resistant staph aureus (mrsa) infection, and he was prescribed an unspecified oral antibiotic for ten days along with a topical antibiotic medication (mupirocin 2% cream, twice a day). At the time of the report, no photo was provided, and the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).